Manufacturer narrative:
B3: retention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that reported the patient was retaining urine because of the implant. Patient services (ps) attempted to clarify why the caller believed the device was causing retention and the caller indicated they knew it was because the patient was in the hospital because they fell and broke their hip and had surgery. Since then the patient had become septic, had pneumonia, and had kidney failure. Since coming into the hospital the patient had only been able to pass urine with a catheter. The patient was currently on a ventilator. The caller asked for assistance with turning therapy off however was not able to do so at the time of the call. The agent emailed the caller instructions.